Event description:
The customer reported to olympus, the lamp does not light on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered an igniter failure causing the issue. The investigation also uncovered the output connector (light guide connection part) was worn out, causing a slow connection. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation determined a faulty ignitor. The cause of the fault could not be identified since further information was not available. Olympus will continue to monitor the field performance of this device.

Event description:
The reported phenomenon occurred during preparation for a unspecified diagnostic procedure. The patient was not under general anesthesia. There was a delay reported of 10 minutes, and the procedure was completed using a similar device. There were no reports of patient harm associated with this event.